Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 03/23/2015 to the present date 11/16/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for out of specification which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device was broken/damaged. The customer sent in the product due to the bezel post recall. It was reported there was no patient involvement.